Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned because this ra lead was dislodged. The ra lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.